Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID d-evprop34us (lot: 0010522614); product type: 0195-heart valves; implant date n/a; explant date n/a. Product analysis: upon receipt of the suspect complaint device at medtronic¿s galway quality laboratory, the valve was returned loaded inside the delivery catheter system (dcs). Visual analysis showed an infold as the valve was being deployed. The valve was then forwarded to the santa ana product analysis lab inside a heart valve return kit in clear 0.2% glutaraldehyde solution. All leaflets were stiff and exhibited signs of severe creases; conditions possibly associated with the valve being in the crimped and loaded position inside the dcs for an unknown duration of time. All leaflets were partially closed. All commissures appeared intact. The valve was received in a compressed state. The valve was submerged in a warm saline bath. The valve appeared to maintain a compressed condition; possibly from being in the loaded position for an unknown amount of time. Due to the received condition of the valve, a deployment simulation could not be performed to assess the against the reported event. Image review: intra procedural angios were provided for review. There is evidence of two valve load inspections prior to the first deployment attempt. First valve load inspection met the criteria of a misload. The inflow overlap was 2 nodes; but the outflow crowns were not parallel to the distal end of the paddle attachment with a paddle visibly out of the pocket. A second valve load inspection was performed also meeting criteria of a misload. This time the paddles were properly seated in the paddle pockets; however, inflow overlap to node 4 was visible. It is undetermined if a new valve and a new dcs were used. If a misload is confirmed, new sterile components must be used. There is no record of new components being used prior to insertion in the body. Misload #2 was not recognized and valve deployment was attempted resulting in an infold seen at 80% deployment. Intra procedural images support that this infolded valve was removed, and a new valve was used (good load) and deployed without further issues. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, new sterile components must be used. It is apparent that the reason for the infold during initial deployment attempt was a misload that was not detected. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Infolding events are typically related to patient anatomical factors (i.e., calcification level, lvot anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the dcs. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this event, per the image review, the infold was the result of a misload. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the valve was loaded once and an infold was noted within the acceptable range. A misload was not reported. On the first deployment attempt, the valve was deployed to 2/3 and the valve infolded right through the top of the valve frame. The valve was recaptured and was removed. A new valve was used for implant. Of note, the annular perimeter measured 92.9mm. No adverse patient effects were reported.